Event description:
It was reported the back case and connector were broken. The device was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) upper and lower cases are broken. Main printed circuit board is electrically out of specification. Knobs, heart block, and heart wire contacts are contaminated. Ring cover, side bail covers, ring, and side bails are missing. Lead flex cover is corroded. Four case screws and ring cover screw are missing. Battery contacts are compressed. Battery drawer is broken. Keyboard is scratched and contaminated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.